Event description:
The customer reported that the device experienced a system failure, cycle power message that was not resolved by cycling power.

Manufacturer narrative:
The customer reported that the device experienced a system failure, cycle power message that was not resolved by cycling power. The factory has not yet received the device for eval. And the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.